Event description:
During a follow-up cal, a pd nurse stated that the patient was in the hospital (B)(6) 2014 to (B)(6) 2014 due to peritonitis. The patient's effluent was cloudy. The culture test was taken on (B)(6) 2014. It was discovered that the organism was staphylococcus. Vancomycin and cefazolin 1g were given daily during patient's hospital stay to treat infection. The peritonitis was due to touch contamination. The patient has recovered and is doing fine.

Manufacturer narrative:
The device was not returned to the manufacture for physical evaluation. The alleged product complaint was resolved by the customer via telephone. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received.